Manufacturer narrative:
A review of the mfg records has been conducted. The mfg records review verified that the lots met all pre-release specifications.

Event description:
On (B)(6) 2008, the pt underwent treatment for an aneurysm in the thoracic aorta with gore tag thoracic endoprostheses. After the stent-grafts were successfully implanted, the external iliac artery (eia) was damaged during closure of the access site. The physician decided to close the eia, and performed a fem-fem bypass to restore distal blood flow. The pt tolerated the procedure.